Event description:
Surface defect on component. An assesment was made on the stated issue, the issue turned out to be a fracture overtime upon visual inspection made on 7-feb-2025.

Event description:
Surface defect on component.